Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with stent deployment and drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the physician deployed the first flange, the first flange was not visible on eus due to shadowing. After the second flange was deployed, the stent was fully deployed in the stomach. The stent was removed from the patient using raptor forceps, and another hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed and expanded. The stent deployment hub was at step #4, the catheter hub was in its original position, and the catheter lock was in the unlocked position. The yellow safety clip was also returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. There were no other issues noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with stent deployment and drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the physician deployed the first flange, the first flange was not visible on eus due to shadowing. After the second flange was deployed, the stent was fully deployed in the stomach. The stent was removed from the patient using raptor forceps, and another hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.